Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that the device was used during an unknown procedure. The report stated that a part of the device popped off during use. The broken piece was removed from the patient and is in the red bag. Another device was used to complete the case. There was no adverse consequence to the patient. One device is being returned.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the jaw detached from the instrument and not returned , in addition the top of the I-blade fractured and slightly lifted. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the damaged top jaw and I blade. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws/I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.